Event description:
It was reported that the camera head had no image. The issue was observed during preparation for use for a diagnostic hysteroscopy procedure. The procedure completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to faulty cable unit. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue was observed during preparation for use for a diagnostic hysteroscopy procedure. The procedure completed using the same set of equipment. There were no reports of patient harm.